Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. According to the report received from the healthcare facility, the patient was admitted to the hospital on (B)(6)2024 after presenting with symptoms of fatigue, nausea, thirst, and polyuria. A laboratory blood glucose test result of 1700 mg/dl was obtained at the hospital, while the adc device reportedly provided a reading of 70 mg/dl. The patient was diagnosed with hyperglycemic hyperosmolar coma, community-acquired pneumonia, and chronic renal insufficiency, among other medical complications. Following admission, the patient experienced a tonic-clonic seizure and underwent a CT scan, which revealed cardiac decomposition and hypervolemia. The patient received forced volume therapy to lower blood sugar levels and vasoconstrictive therapy. Due to the community-acquired pneumonia, antibiotic therapy with piperacillin/tazobactam was initiated. The following day, the patient developed respiratory insufficiency and was intubated. Antibiotics were amended to ceftazidime after klebsiella pneumoniae (4mrgn) was detected in the tracheal secretion. On (B)(6)2024, a planned tracheostomy was performed. The patient breathed unassisted for two weeks while at the hospital. The patient additionally showed stabilization of blood sugar levels and was then transferred to the normal ward. On (B)(6)2024, a percutaneous endoscopic gastrostomy (peg) was performed without complications. A subsequent neurological consultation indicated a suspicion of critical illness polyneuropathy/myopathy. On (B)(6)2024, the patient passed away. The patient's complex medical history and the progression of multiple severe conditions were significant factors in the outcome. Adc cannot reasonably conclude that the device caused or contributed to the patient's death. Abbott diabetes care will submit a follow-up report upon completion of the product investigation.